Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial/final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation; however, the cutter is not a repairable component so the cutter was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: canada.

Event description:
It was reported that outside of surgery, the device was sent in for preventative maintenance originally and found to be needing repaired. There was no patient involvement. During device evaluation it was discovered that the cutter failed the sample mesh test. Due diligence is complete, there is no additional information available.